Event description:
The manufacturer received information alleging that the power did not turn on while explaining the pre-use inspection of the trilogy evo o2, japan at the dealer and branch office. There was no harm or injury reported. The trilogy evo o2, japan device was returned to the manufacturer for evaluation and the customer¿s complaint was not reproduced in an inspection. However, an error indicating that the ripc communications failed was discovered in the device's event log. Due to the details of the error, the display board and system board were replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).